Event description:
The customer was hospitalized with dka. Customer indicated the pump was alarming "no delivery" prior to the incident. Troubleshooting concluded that the pump was working properly. Explained the alarm and instructed to change set and rotate site.